Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD) and it was further noted that the device displayed a battery depletion error (bd). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device was explanted and replaced. No additional adverse patient effects have been reported.